Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks, erased red octagonal sign and blue arrow indicator, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 193,850 joules of use and 26:08 minutes while using the surgical fiber during a prostate procedure, the fiber tip would spin when rotated but not the entire fiber. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok". There was no injury to patient reported.